Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results, and it is unknown whether the customer noted a trend arrow on the device. Details of symptoms and treatment are unknown and the customer stated going to the hospital due to readings of "94- 620". There was no report of death or permanent impairment associated with this event. A sensor result of 94 mg/dl was compared to an unknown meter reading of 501 mg/dl and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. The length of sensor wear is unknown. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.